Manufacturer narrative:
The field service representative (fsr) inspected the architect i1000sr processing module, serial number (B)(6) and performed multiple troubleshooting procedures including part replacement. However, no definitive part could be determined as the cause of the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the architect i1000sr processing module with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module, serial number (B)(6) was identified.

Event description:
The customer observed a falsely elevated architect total -hcg result generated on the architect i1000sr processing module on a patient. Results were not reported to medical provider. The following results were provided: (B)(6) 2025, sid (B)(6), initial result = 4738 iu/l(positive) and repeat results were = < 1.200, < 1.200, < 1.200 iu/l(negative) reference range: <5 iu/l= negative and >5iu/l positive. No impact to patient management was reported.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect total -hcg result generated on the architect i1000sr processing module on a patient. Results were not reported to medical provider. The following results were provided: (B)(6) 2025, sid (B)(6), initial result = 4738 iu/l(positive) and repeat results were = < 1.200, < 1.200, < 1.200 iu/l(negative). Reference range: <5 iu/l= negative and >5iu/l positive. No impact to patient management was reported.